Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the surgeon fed the ax55b stapler and cut. When he reopened the stapler, he saw there was no staples. Surgeon used manual suture to complete the case. There was no further consequence to the patient.